Event description:
It was reported that the balloon catheter became entrapped on the guidewire. A 5.0 x 100mm x 135cm ranger drug-coated balloon was selected for use in a percutaneous transluminal angioplasty procedure. The target lesion was mildly tortuous and calcified, 50% stenosed and located in the superficial femoral artery (sfa). During the procedure the balloon catheter became entrapped on the guidewire. The balloon and guidewire were removed together from the patient. The device was exchanged for a new ranger balloon. The procedure was successfully completed. There were no patient complications.